Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported that she was hospitalized on (B)(6) 2017 due to a diabetic ketoacidosis. The customer was vomiting and had a blood glucose level of 626 mg/dl. The customer treated her blood glucose level with a bolus. The customer was wearing the insulin pump at the time of hospitalization. The high pressures test passed. The device was not returned.